Event description:
Patient reported "leakage", "large scars¿ and "it doesn't hurt but tenses and feels very uncomfortable". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.